Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was exercised with no loss of prime alarms duplicated. Evaluation also revealed corrosion on the force sensor assembly due to moisture damage.

Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration.